Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's site reminder had not been triggered on the pump. There were no alerts or alarms found in the pump history. The customer's blood glucose (bg) was 300 mg/dl. The customer changed the site and delivered a bolus of insulin to address the bg level.